Event description:
(B)(4). It was reported that post a stenting treatment procedure, stent thrombosis and myocardial infarction occurred. The patient presented at the time of the index procedure due to silent ischemia and myocardial infarction (killip classification I). Cardiac catheterization revealed a 90% stenosed and 12mm long lesion located in the first right posterolateral (1st rpl) with a reference vessel diameter of 2.25mm. This was treated with predilation and placement of a 2.25x28mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2011: the patient was admitted to the hospital due to a myocardial infarction. Cardiac catheterization revealed 100% occlusion of the distal right coronary artery and stent thrombosis. This was treated with thrombectomy and the distal right coronary artery was treated with deployment of a 2.5x23mm non-bsc bare metal stent and post dilation resulting in 0% residual stenosis. The event was reported to be resolved without residual effects and the patient was discharged three days later on aspirin and prasugrel. It is the opinion of the physician that this event is related to the taxus liberte study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Tient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event, the patient was admitted for an inferior q-wave myocardial infarction.

Event description:
It was further reported that at the time of the event, the patient presented with substernal chest discomfort radiating to the shoulder. On admission, ECG performed revealed st segment elevation in the inferior leads. Cardiac enzymes were elevated consistent with the definition of a myocardial infarction. (Troponin: 58.49 ng/ml, uln: 0.20 ng/ml; ck-mb: 78.9 iu/l, uln: 5.0 iu/l; ck: 695 u/l, uln: 170 u/l). The right posterior descending artery was treated with transluminal extraction atherectomy and placement of a non - bsc bare metal stent. The attempts made to cross the lesion in right posteriolateral were unsuccessful.